Manufacturer narrative:
The user facility has not signed a contract with dräger about preventive service and maintenance. The involved device was produced in october 2014 and was not physically checked by dräger after the event so far. The hospital sent photos and videos which demonstrate the device behavior after the event; dräger¿s assessment of the case was based on this information. The video file shows that the device did not start-up when powered-on in follow-up of the event. The most likely explanation is that the supervisor software detected a deviation of with the power supply immediately at start-up and changed to battery supply. The battery was obviously depleted or overaged and could not supply the device with energy as well; the device did not power-up. The internal battery has a limited lifetime; an exchange after two years is recommended for typical use conditions. It can be derived from the photos that the internal battery is already 6 years old i.e. The exchange interval has been exceeded to almost 300%. There are several potential explanations for the issue with the power supply and, those are not necessarily related to a device malfunction. It would be imaginable that the power supply became overheated during the course of event due to inhibited air intake for cooling. The device is designed to switch-off battery charging and to continue operation on battery to allow the power supply to cool down. Continuing operation with a depleted or overaged battery may not have been possible which has then led to the observed reboots during the course of event. There are however other imaginable scenarios for the deviation affecting the power supply, a reliable conclusion is not possible due to lack of information. Dräger finally concludes that lack of maintenance was the second fault condition which has led to the reported reboots during the course of event and to the interrupts in ventilation, consequently. The first fault condition cannot be exactly determined due to lack of information ¿ it can be related to a technical error or simply to environmental conditions (overheating). With a fully charged battery in good working order the first fault condition would not have led to an interrupt of ventilation.

Event description:
It was reported that the device posted alarms during use indicating a problem with charging of the internal battery and performed restarts, finally. The users replaced the device in a controlled maneuver; no patient consequences have been reported.